Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the hard drive, upgraded the workstation software and installed new option rom. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 2600 system required multiple boots to get the system fully booted up. There was no report of patient injury.